Event description:
It was reported that while using bd vacutainer® push button blood collection set, the base separated when the retracted button was pressed, almost causing a needlestick injury on (1) device. No patient impact reported.

Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set d.2b medical device type: one additional code applies; jka investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retain samples were subjected to sleeve function testing using 10 tubes per needle to assess functionality of the device, and no issues were observed relating to separation during use as all samples met specifications. Additionally, the 30 retain samples were subjected to retraction lockout testing. All samples passed testing as they were able to be activated properly with no evidence of separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode separation during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.